Event description:
Based upon additional information received on 22-nov- 2017, the case initially assessed as non-serious was upgraded to serious as the serious event of device malfunction with the seriousness criterion of important medical event was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 10-nov-2017 from the nurse. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency had horrible pain, swelling around affected knee, couldn't walk, had no sleep and 60 cc of fluid was aspirated off; also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020). On an unknown date in (B)(6) 2017, the patient had horrible pain and swelling around affected knee (unknown whether right or left). It was reported that due to the event, the patient did not want to receive synvisc one injection in other knee. It was reported that as treatment the patient was advised to ice area and take a non-steroidal anti-inflammatory drug like ibuprofen (advil) for resolution. On an unknown date in (B)(6) 2017, after unknown latency, the patient couldn't walk for several days, had pain and swelling and had no sleep. It was reported that the patient came back in the office and they aspirated 60 cc of fluid off. It was unknown if this involved one knee or two knees. They sent the fluid off to the lab for pathology. They haven't heard back from the lab. Corrective treatment: ice area and take a non-steroidal anti-inflammatory drug like ibuprofen (advil) for horrible pain around affected knee and swelling around affected knee. Outcome: recovered for couldn't walk; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event (ime) for device malfunction additional information was received on 17-nov-2017 from the nurse. The additional events of couldn't walk, had no sleep and 60 cc of fluid was aspirated off were added with details. Clinical course updated and text was amended accordingly. Additional information was received on 22-nov-2017. The serious event of device malfunction with the seriousness criterion of ime was added and the case was upgraded to serious. The gptc results were added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has experienced unable to walk, poor quality sleep, knee effusion, knee pain and knee swelling after receiving synvisc one injection from the recalled lot. Based on the available information, temporal relationship can be established between the event and suspect product. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.